Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads (model 3153) with the same lot number. It was reported the patient experienced ineffective stimulation after someone jumped on her back several times ((B)(6) 2015). Reportedly, the left lead is no longer working and revealed high impedance readings. Follow-up identified high impedance was noted on both leads. As a result, surgical intervention was undertaken during which time both leads were explanted and replaced with 2 different leads. The ipg was electively replaced with a rechargeable device during the same procedure. Effective stimulation was confirmed postoperatively. The issue is resolved.